Event description:
A max-a adhesive sensor was giving high readings while being used with another company's pulse oximeter setup. The oxygen saturation readings were 8-9% higher than normal. There was no pt involvement.